Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 4581- stomachache, felt weak.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant tests/laboratory data - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H6: health effect - clinical code - correction. H6: type of investigation - correction - remove code 4121 from initial MDR submission due to incorrect entry. H6: investigation findings - correction. H11: additional narrative - correction - remove code 4581 from initial MDR submission due to incorrect entry.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.